Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device guide stop was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during testing by a manufacturer sales representative at the user facility. There were no adverse consequences related to this event.

Event description:
The device guide stop was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during testing by a manufacturer sales representative at the user facility. There were no adverse consequences related to this event.